Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While the reported difficulty removing the lock line appears to be the result of the reported knot, a definitive cause for how the knot formed could not be determined. Additionally, a definitive cause for the reported inverted clip noted during "unpackaging" could not be determined. There is no indication of a device issue associated with the reported inverted clip. Furthermore, the impact on clip functionality due to an inverted clip during transit was assessed and functionality was determined to be unimpaired if the clip is shipped and received inverted. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was unpackaged, and it was noted that the clip was inverted in out of package. The clip continued to be prepared for use without issue. The cds was advanced to the mitral valve without issue. During the deployment sequence, when attempting to floss the lock line, snagging was felt with the line and a knot was observed in the handle. The handle was broken open and the lock line was removed from the knotted side. The clip was successfully deployed. One additional clip was implanted, reducing mr to 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.